Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-01635. It was reported that the patient has been receiving inadequate therapy due to a lead migration. X-rays confirmed the lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.